Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty and frequent ipg charging. It was also reported that the patient had trouble getting the device charged up beyond two bars. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one and the patient was doing well postoperatively. The explanted ipg will not be returned.